Event description:
During the procedure after two repositioning attempts the gdc 10-ultrasoft stretch resistant coil synerg detection circuit prematurely detached before it was hooked up to the power supply. The coil was completely inside the aneurysm at that point. The pt's condition was not affected by this event.